Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was be revised due to a periprosthetic fracture of the right femur.

Manufacturer narrative:
Device was not returned and no photos were received; therefore, condition of the device is unknown. The lot number of the product is unknown; therefore, the device history records and complaint history could not be reviewed. Compatibility could not be confirmed as part number is unknown. Radiographs were provided. The reported device is used for treatment. A definitive root cause could not be determined with the information provided.